Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant supporting clinical information could be provided to assist with this clinical investigation as the data collected from the post-market clinical follow up activity (pmcf) was anonymous. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of complaint history did not reveal similar events for the listed device. A review of the instructions for use document and the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. An historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but are not limited to traumatic injury, excessive forces applied to implant or abnormal loading of the limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, after a primary trauma surgery had been performed on the patient's left hindfoot on (B)(6) 2014, in which a hfn 11.5mm x 16cm left nail was implanted along with four screws placed across the proximal tibial (x2), distal transverse (x1) and distal posteroanterior (x1) region to treat a post-traumatic ankle & subtalar arthritis. The patient experienced the fracture of the nail through the talar screw hole. Despite this incident, a complete fusion in the treated hindfoot joints was confirmed by x-ray assessment 3 months postoperatively. The reported incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information in regards of how was this incident treated and/or resolved is not known and it is not possible to collect it.

Manufacturer narrative:
Internal complaint reference: (B)(4).